Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2018 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributer. The patient was not hospitalized for pre- implantation screen tests. Regarding if the cause of the patient having experienced low spinal pressure symptoms was determined, it was indicated that the low spinal pressure symptoms occurred due to the screening test. The pump was discarded, and the catheter was still in-use. It was clarified that recovery due to fluid replacement refers to IV drip.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2018, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 08-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon via an implantable pump. It was reported that patient experienced low spinal pressure symptoms including headaches and nausea. The patient's previous pump was implanted on (B)(6) 2018 and had a pump replacement on (B)(6) 2025. The patient experienced symptoms of low intrathecal pressure (headache, nausea) during pre-implant screening tests at 25 ug and 59 ug. The patient was discharged 3 days later after recovery due to fluid replacement.